Event description:
The customer called for help with her contour system.she performed control tests during the call and received a result of 217 mg/dl.the normal control range was 101-139 mg/dl.no adverse events were alleged.the test strips were returned for evaluation.replacement test strips and a new meter were sent to the customer.